Event description:
Pt in motor vehicle accident, arrived in emergency room with right chest implanted venous access device separated from the catheter and coiled in the pt's right ventricle. Pt transferred to another facility for removal. Pt recovered without adverse outcome.